Event description:
A renegade cathether was going to be used for therapeutic purposes. Before the procedure, after flushing the threading the guide wire, upon removal from the hoop, the catheter fractured about an inch below the hub. The procedure was completed with another device.

Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.